Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of may 01, 2025, was chosen as the best estimate based on the bsc aware date. Block d4, h4: the complainant was unable to provide a lot number. Therefore, the manufacture date is unknown. Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush broken/fractured.

Event description:
It was reported to boston scientific corporation that a hedgehog was used during a scope cleaning on unknown date. Reportedly, the brush head detached inside the scope during cleaning. There were no reported patient complications as a result of this event.